Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52 because the information was not initially completed by the user facility. The actual device has not been returned to the manufacturer for evaluation and the investigation has yet to be completed. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date the manufacturing facility received the actual sample. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. Actual device not returned

Manufacturer narrative:
As stated, this report is being submitted as follow-up no. 3 to provide the return sample evaluation results as well as patient information received from the user facility. The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the wire confirmed that the wire was unraveling. A review of the device history record of the involved product/lot# confirmed there were no indications of production-related problem. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the wire having been withdrawn back through a metal entry needle. The device labeling does address the potential for such an event in the instructions-for-use (IFU), which states: "when using metal needle cannula, do not withdraw the guidewire back into the cannula, as shearing of the guidewire may result." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up. (B)(4).

Event description:
This report is being submitted as follow-up no. 3 to provide the return sample evaluation results as well as patient information received from the user facility.

Event description:
The user facility reported issues with the precision device. Follow up communication with the user facility reported the following information: (1) the wire unraveled when removed through the needle; (2) the procedure outcome was successful; and (3) the patient's condition was reported as stable.

Manufacturer narrative:
As stated, this report is being submitted as follow-up # 1 for mfg. Report # 1118880-2015-00033 to provide the evaluation results from the retention of the reported lot as well as the surrounding lots. An evaluation of the suspected lot and the surrounding lots manufactured was conducted. A visual inspection confirmed there were anomalies noted. In addition, functional and dimensional testing confirmed the product met manufacturing specification. Although the exact cause of the reported event cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 1118880-2015-00033 to provide the evaluation results from the retention of the reported lot as well as the surrounding lots.

Manufacturer narrative:
As stated, this report is being submitted as follow-up # 2 for mfg. Report # 1118880-2015-00033 to provide a follow up on the status of this report as well as a correction; the lot number that was initially reported was incorrect. The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days from the date that this report was sent. For this reason (B)(4) was used in the conclusions section. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up # 2 for mfg. Report # 1118880-2015-00033 to provide a follow up on the status of this report as well as a correction, the lot number that was initially reported was incorrect.